Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, 30 percent of the intraocular lenses (iols) that the surgeon implanted were rotated postoperatively and had to repositioned. Some of them rotated up to 30 degrees. Surgeon did not understand why this issue with implant stability was occurring. Additional information has been requested and received stating that the surgeon did manual markings with a bubble level and mendez ring. There are three medical device reports associated with this complaint. This report is 1 of 3.